Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. No damages were observed on the device. An attempt to insert a new guidewire with rotation was made and was unsuccessful as the guidewire could not be inserted and damage was felt within the guidewire lumen during the attempt. Due to the damage to the guidewire lumen, the deployment test could not be performed. Additionally, flushing through the irrigation line was tested. It was noted that flushing was functional in undeployed state. The catheter was dissected to further inspect the cause of the inability of the guidewire insertion and the guidewire lumen damage. Upon dissection it was noted that the guidewire lumen was broken 0.3 cm distal to slider inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination, and the collapsed braid. These issues are related with the inability to insert the guidewire inside the guidewire lumen. Additionally, some white spots were observed on the break point of the pebax. The reported clinical observations that the catheter array was difficult to deploy and undeploy were confirmed by the analysis, though the reported clinical observations that it was difficult to flush and irrigate were not confirmed.

Event description:
It was reported that the catheter could not be irrigated, could not be fully undeployed, and could not be flushed again after connection to continuous irrigation. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Resistance was noted when deployment of the catheter was tested. The catheter was flushed successfully and prepared on the back table, then was brought to the patient table for insertion. The catheter was connected to continuous irrigation, but it was found that the liquid was not exiting from the distal portion of the device. Additionally, the catheter array appeared bulbous and could not be fully undeployed. The catheter was disconnected from irrigation to attempt another manual flush through the flush lumen with a 10cc syringe. This proved unsuccessful even though the flush port was functional when the device was first prepared. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Resistance was noted when deployment of the catheter was tested. The catheter was flushed successfully and prepared on the back table, then was brought to the patient table for insertion. The catheter was connected to continuous irrigation, but it was found that the liquid was not exiting from the distal portion of the device. Additionally, the catheter array appeared bulbous and could not be fully undeployed. The catheter was disconnected from irrigation to attempt another manual flush through the flush lumen with a 10cc syringe. This proved unsuccessful even though the flush port was functional when the device was first prepared. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.